Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed com a faults that became active on 27jan2023 at 14:38:45 and persisted for the remainder of the log file. At this time intermittent driveline communication faults also became active for the remainder of the log file. The driveline communication faults and com a faults indicated that the communication fault was likely associated with an inability for the controller to properly communicate with the com a line (see MFR# 2916596-2023-00826). Despite the observed alarms, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. No CT scans were available for analysis. The patient remains ongoing on the hm3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the hm 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including hemolysis that may be associated with the use of the hm3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #s 2916596-2023-00826; 2916596-2023-00825. Additional information was received that on (B)(6) 2023 the hospital performed a stent procedure on the outflow graft. The hemolysis resolved after the stenting. The procedure was successful and the outflow graft narrowing was completely resolved. Additionally, the controller and modular cable were exchanged. After the exchange the driveline communication fault resolved. The modular cable was unable to be removed from the controller. The patient was stable.

Event description:
It was reported that the patient had not come to their regular outpatient management for over one year. The patient was admitted to an external community hospital due to respiratory infection. The external hospital requested left ventricular assist device (lvad) training by the implanting center. Additionally, the external hospital performed a computed tomography (CT) scan and showed the images to the vad coordinator. The CT scan showed a stenosis of the outflow graft underneath the bend relief. The vad coordinator also repaired a damage of the outer isolation of the patient's driveline. The patient was transferred to the implanting center. After the transfer the patient developed hemolytic urine. Log files were downloaded for evaluation. During the download a driveline communications fault appeared. The driveline alarm was cleared via the system monitor, however it reappeared immediately. All other parameters were within normal ranges. The hospital was evaluating the patient for the root cause of the hemolytic urine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.